Event description:
It was reported that during an unknown procedure, the instrument had the tissue pad detached. The tissue pad detached from the clamp arm and fall off. A piece fall into the patient, and has been retrieved.. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .one device is being returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.